Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04968. It was reported that the rotawire became detached and remained inside patient's body and patient experienced vessel perforation. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified circumflex (cx) artery. A 1.25 mm rotalink¿ plus and a 330 cm rotawire¿ were selected for use. During the procedure, rotawire was advanced to the lesion followed by the 1.25 mm burr. Ablation was then performed five times with an average of 150,000 rpm at 22 seconds each. During the sixth ablation, it was noted that the burr cut through the rotawire and the detached portion exited the cx into the free space of the heart. The burr was quickly removed from the patient's body by pulling the rotawire and an injection with contrast dye was performed on the vessel where it was noticed that perforation occurred at the ostial portion of the cx. The tip of the rotawire was also seen in the distal cx. A 2.5 x 20 emerge balloon was inserted to the ostial cx and was then inflated to 12 atm for 10 mins. For 3 separate times. At the conclusion of the 3rd inflation, the perforation appeared to be sealed. An echo was performed during inflations with no noticeable pericardial effusion. Patient was then observed for 30 mins., followed by another injection of contrast dye and confirmed that perforation was contained. The physician attempted to remove the rotawire tip with a snare without success. The rotawire tip remained in the distal cx. The physician advised that the patient may be brought back once the vessel has healed to snare the detached wire from the cx. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.